Manufacturer narrative:
The patient received bilateral tmj implants in 2016. The patient's teeth shifted after surgery and the patient developed an open anterior bite. A CT scan was taken of the patient's anatomy, and demonstrated that the left and right fossa components were not placed in their intended design positions. On (B)(6) 2020, the surgeon removed the malpositioned devices; however, he was not able to place the revision components. A separate MDR (2031049-2020-00012) will be submitted for this event.

Event description:
The surgeon planned on placing revision bilateral tmj implants due to malocclusion.